Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 5 during the load process. Reportedly, the customer filled the cartridge with 250 units of insulin. Customer's blood glucose level was not impacted. The customer was able to reload the same cartridge successfully.